Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing sie evaluation: on-going

Event description:
Country of complaint: germany insolation detached during surgery; fell into the patient.